Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) found that after implementing fsca 2023-igt-bst-027, the frame grabber card in pc slot 5 was not functioning. It was believed that the frame grabber card from the kit associated with fsca 2023-igt-bst-027 was defective. A new kit was ordered and installed during a follow-up visit. After implementation, the issue still occurred. Upon further investigation, it was concluded that there was a problem with the pc itself and not the kit associated with fsca 2023-igt-bst-027. A new flexviewing pc was ordered and installed during a follow-up visit. The fse reloaded software, restored backups and configurations and performed a functional test. The issue was resolved and the system was handed over in good working order. The defective flexviewing pc was returned to the supplier for part analysis and no failures were observed. Technical investigation was also performed and analysis of the provided system log file could not confirm the malfunction. The current observed failure rate of the flexviewing pc is 2.0% , and the acceptable rate set forth in the risk analysis file is 5.9%.

Event description:
It was reported to philips that the flexvision pc grabber card slot was not functioning, and the system failed to display images. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.